Event description:
In 2009, the patient called because, she has been experiencing repeated air bubbles in her insulin cartridge which she also blames for the elevated readings she is experiencing. Her elevated readings have been between 250-350 mg/dl. Her normal range is between 120-140 mg/dl. She said, she does not feel any of the symptoms associated with the elevated readings. Patient typically primes the air bubbles out and then boluses to correct the highs. The patient stated that the air bubbles occur both while she is filling the insulin cartridge and also after about 6 hrs of using the insulin cartridge. She did have an air pocket in the insulin cartridge and infusion tubing at the time of her call. Had patient disconnect at the infusion site and prime the air bubbles out successfully. Patient also stated that she is working with her nurse to adjust the basal rates. Patient requested a trainer and a request for additional training was submitted. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was returned.

Manufacturer narrative:
No product will be returned for evaluation.